Manufacturer narrative:
(B)(4). The reported field event of a capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The reported capture anomaly could not be determined.

Event description:
It was reported that during device implant procedure, when the lv lead was connected to the device, capture anomaly was noted. Device was replaced. The condition of the patient post procedure was good.